Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for three patients on the access 2 immunoassay system over two days. The laboratory has a protocol in place in which patient samples that do not match previous results are repeated. The customer repeated the samples on this access 2 immunoassay system and their unicel dxi 800 access immunoassay system and generated negative results. The customer stated negative results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) and system check were within expected ranges. The customer performed a 15 replicate precision run on (B)(6) 2014, which failed. The patient samples were lithium heparin plasma. Patient samples are centrifuged at 3600 rpm (revolutions per minute) for 8 minutes at 15 degrees celsius. No sample integrity issues were noted. A beckman coulter (bec) field service engineer was dispatched to the customer's site. MDR 2122870-2015-00030 addresses results obtained on (B)(6) 2014 and MDR 2122870-2015-00031 addresses results obtained on (B)(6) 2014.

Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. Service was dispatched and onsite (B)(4) 2014. The field service engineer (fse) noted bubbles from the precision pump. The fse replaced the peri-pump tubing, aspirate probes, wash pump and precision pump seals. The fse determined replacing the seals to the precision pump eliminated the bubbles from the precision pump and corrected the imprecision. After service, the fse performed a passing system check and high sensitivity system check. (B)(4). All mdrs associated with this report are: 2122870-2015-00030, 2122870-2015-00031.